Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dental needle. The customer states that the needle and hub are not locking onto the syringe properly. The hub is not locking onto the syringe. When the doctor was trying to eject the liquid through the syringe, the needle and hub popped off causing the liquid bleach to spray into the patients throat. The doctor was able to catch the needle and hub before it went to the patients throat; however, the patients throat was burned from the bleach. As a result, the doctor irrigated the patients throat. There was no medical intervention required.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for lot 430769x indicates that units were produced on 11/18/2014 and no issues were found in samples inspected from the lot. Maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed on time. There had been no process or material changes related to the reported condition for this product in the 12 months prior to production of this lot. Process monitoring data for the lot were reviewed and there were no issues. A review of the machine setup was conducted and there were no issues. The machine was observed in its current condition and there were no issues. There were 2 opened syringes and 3 hooded needles returned with the complaint. The luer tip was broken off one of the syringes and one of the needles had a broken syringe tip in its luer. The issue reported by the customer is confirmed. The exact root cause of the issue is a malfunction of a barrel loader, probably a double load, on the syringe assembly machine. The tip apparently did not break all the way off as it was present in the luer of one of the needle samples. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot are visually inspected for defects and physically tested for functionality. The lot met all defined acceptance requirements and was released. In most instances, a broken syringe tip would be noticed by the clinician when securing the needle to the syringe per the instructions for use (IFU) on the box. This condition was not detected in inspection and trending data indicates it is an isolated incident. Corrective action is not planned at this time. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.